Manufacturer narrative:
Method: the actual device was not returned. A review of the device history record is not possible as no lot number was provided. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: unknown. Catheter place: unknown. It was reported that a patient catheter broke inside the patient. It was determined that catheter remnant inside the patient would be left as it was since the risk of removing it was greater than the benefit for this patient. No additional information provided.